Manufacturer narrative:
Model number/catalog number: sc-2352-70. Serial number: (B)(4). Batch/lot number: 5004372. Model/catalog description:linear 3-4 lead 70 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead explant procedure.